Manufacturer narrative:
This complaint was part of a episo-d study based in europe, which initially was thought of as an ide clinical trial. The event occurred in 2005 and was not entered as a complaint until 2006, at which point it was determined a reportable complaint.

Event description:
Device malfunction: none. Symptoms/ae: labile blood pressure with hypotension. Time of symptoms/ae: same day post-procedure and during hospitalization. It was reported that this patient, with a history of hypertension, underwent successful left internal carotid (lic) stenting in 2006. There were no device performance issues. Post-procedure, she had very labile blood pressure. She experienced hypotension starting prior to event date, that was treated with dopamine for three days. Her blood pressure was noted as improving the next two days with a reading of 150/70. The patient also developed a headache, three days earlier, and underwent CT of the head that showed mild atrophy. No other significant findings were noted. She was seen by neurology and no intervention was deemed necessary. The headache resolved without treatment within 24 hours. The patient was discharged home, four days later, after her inr became therapeutic on coumadin. On the day of discharge her blood pressure was 153/78 and was considered stable on verapamil and atenolol. No additional information was available. Capture 2 study event.